Manufacturer narrative:
Device was discovered broken on (B)(6) 2016; it is unknown if that is also the date the device broke. A product investigation was completed: the returned depth gauge was received disassembled. The hooked probe is broken off the graduated slider body and was not returned. The missing subcomponent is approximately 70mm in length. The balance of the device is functionally undamaged with minor scratches and marks consistent with regular use and sterilization. The exact cause of the complaint condition could not be determined; but it is likely that the excessive force was applied on the device, possibly during sterile processing, causing the probe to weaken and then break off. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the device is used to determine what length of 2.7mm and 3.5mm screws is required for implantation and it is part of the small fragment instrument and implant set, lcp wrist fusion set, and the cannulated pediatric osteotomy system. The relevant drawings for the device(s) were reviewed. Relevant features/dimensions were inspected and found to be within specification. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. As the lot number is unknown, no DHR could be performed on the complaint instrument. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history record review: part: 319.04 / lot: unknown. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has not been received and is currently in the evaluation process. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. A service and repair evaluation were performed s&r service history review required for part #319.04, lot/serial number unknown. The customer reported the tip of the needle was broken. The repair technician reported tip broken as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported the following: it was reported that during routine inspection of field equipment, it was discovered that the tip of a depth gauge for 2.7mm and small screws was broken. The sales consultant confirmed that the event occured outside of the operating room and there was no patient involvement. This complaint involves one (1) device: depth gauge for 2.7mm and small screws with one part data. This report is 1 of 1 for (B)(4).